Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the right side caster is catching on the front rigging when the end user is making a right hand turn.